Event description:
The suspect device did not read the test strip code key correctly. The device displayed code 000. The code should read 821. The device was replaced and requested to be returned for evaluation.